Event description:
It was reported that the tibial insert was replaced due to wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown insert for xl-1 modular pca tibial baseplate. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding wear involving an unknown insert for xl-1 modular pca tibial baseplate was reported. The event was confirmed. The material analysis reported states, ¿there was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert.¿ the medical review indicated, ¿tibial poly insert wear after nearing twenty years in vivo service in a large male patient is not unexpected and does not represent factors of faulty prosthetic design, manufacturing, or materials.¿ the investigation determined the event was due to normal wear over the course of 20 years in vivo in a large male patient. The material analysis report found no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Similarly, the medical review found the components to be in nominal position and well fixed.

Event description:
It was reported that the tibial insert was replaced due to wear.